Manufacturer narrative:
Consumer alleges that the nurses are putting to much weight in the lifts, however the product is not schedule to be return for evaluation. Should additional information become available, a supplemental record will be file.

Event description:
Consumer states that this unit is bent base and boom.